Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 and was confirmed through a review of the device event history log but was unable to be reproduced. Eval found a dislodged component on the input/output printed circuit board (I/o pcb), which is a known contributor to system error 105. The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.